Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc checked the subject device and found that the reported phenomenon (error b30) was duplicated when the subject device was angulated, there was a crack on the adhesive of ccd, the adhesive of the bending section rubber at the distal end side chipped, and the bending section cover was scratched. Based upon the condition of the insertion section, it was surmised that the crack on the adhesive of ccd was caused by the unexpected external stress applied to it. As a result of the investigation, omsc surmised that the reported phenomena (no image and error b30) were caused by the failure of the ccd. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. However, the investigation is in progress at this time. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the preparation for a digestive organ surgery with the subject device at the user facility, it was found that the endoscopic image of the subject device was not displayed on the monitor, and that the scope communication error b30 occurred on the subject device. Then, the power of the video processor otv-s190 connected to the subject device was cycled, but the scope communication error b30 occurred again. The user facility replaced the subject device to another similar device to complete the procedure without any problems. After the procedure, the subject device was checked again, but the reported issue was not resolved. There was no report of patient injury associated with this event.